Event description:
It was reported that a proultra endo tip separted outside of a patient's nouth. No injury occurred as a result as no patient was involved in this event.

Manufacturer narrative:
In this incident, a proultra tip #5 separted outside of a patient's mouth. Though there was no report of patient injury (as no patient was involved in this event), there have been previous reports of this malfunction that necessitated medical/surgical intervantion to preclude permanent impairment of a body structure or function (thogh such intervention is inadvisable poer exper opinion provided by dr. James gurmann). Therefore, this event is reprtable per 21 cfr part 803. The device was returned, visually inspected, and found to have separated approximately 16.5mm from the tip. Also, the doctor stated that the power on the ultrasonic unit was at maximum, something that pssibly caused or contributed to the event.